Manufacturer narrative:
Reference record: (B)(4). Catalog number: 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced redness at the stoma site. The physician prescribed oral antibiotic amoklavin 1000 mg twice a day and topical medication bactroban twice a day as treatment. On (B)(6) 2018, the issue resolved.